Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued using the existing cartridge. No additional information was provided. There was no reported impact to the customer's blood glucose level.